Manufacturer narrative:
Pending fse report.

Event description:
The customer alleged that there was oil mist in the room where the system was located. There were no human reactions reported. Upon follow up, the customer stated that after receiving the oil mist letter, she understood that the issue was intermittent and they are currently still using the unit. Service on unit is pending.